Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that patient presented on (B)(6) 2019 with complaints of abdominal pain. Their hemoglobin was down-trending. A CT scan of the chest, abdomen, and pelvis was performed on (B)(6) 2019 which showed a right rectus sheath hematoma and pelvic hemorrhage. The patient treated with a prolonged hospitalization and blood transfusion. The patient remains ongoing on vad support. Bleeding is listed in the hm3 IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2019 it was reported that on (B)(6) 2019 the patient was admitted for abdominal pain and down trending hemoglobin. On (B)(6) 2019 a CT scan of the chest/abdomen/pelvis showed a right rectus sheath hematoma and pelvic hemorrhage. The patient was hospitalized and given a blood transfusion. No other alarms, malfunctions, or adverse events were noted.